Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling dizzy and sweaty the day after the sensor was put on the arm. She uses insulet omnipod5 in modified closed loop. Her readings prior passing her out on the receiver and mobile were both cgm 43 vs bg 17 mg/dl. Her child rushed her to the hospital during that time. She was in pain when he passed out because her head hit the floor and she had some bruising on her basal skull. Reversal of hypoglycemic shock was not documented in this complaint. She was given pain medication. She as discharged and was reportedly fine during the next-day report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.